Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID:3889-28, lot# j0543040v, implanted: (B)(6) 2005, explanted: (B)(6) 2017, product type: lead product ID: 3889-28, lot# v470260, implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: j0543040v, ubd: (B)(6) 2009, UDI#: (B)(4); product ID: 3889-28, serial/lot #: v470260, ubd: (B)(6) 2014, UDI#: (B)(4). Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported the patient had a problem with their old stimulator. The patient felt strong stimulation in their clitoris that brought them to their knees. Patient described being assaulted in (B)(6) 2017 and reported their leads were ripped out and they had to wait 6 months for the inflammation to go down. On (B)(6) 2017 the patient had their stimulator and leads replaced. No further complications were reported or anticipated.